Event description:
On (B)(6) 2010, the pt underwent treatment for a chronic type b dissection with gore tag thoracic endoprostheses, with intentional coverage and bypass of the left common carotid and left subclavian arteries. Post-operatively, the physician observed below normal blood pressure in the right arm, due to the flares of the proximal tag device partially covering the innominate artery. On (B)(6) 2010, the physician placed two bare metal stents in the innominate artery. The pt tolerated the procedure, and normal blood flow was restored. The physician did not know what caused the unintentional vessel coverage.

Manufacturer narrative:
(B)(4).